Manufacturer narrative:
H3: product analysis concluded that the customers complaint has been confirmed, the stim 1 connector of afe board was broken, fuse details were faded and extra fuse cover decal cracked. The nim patient interface has been successfully updated from software v.1.5.4 to software v.1.7.5. H6: initially submitted codes fdm b17, fdr c20, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the device does not respond to nerve stimulation, false contact on interface. Troubleshooting was performed during the event. A second patient interface was used and problem was solved. Intermittent current deployment was experienced on the faulty patient interface by twisting/pushing the stim1 connector. With another patient interface the nim vital was working fine. There was no patient involvement.